Event description:
Olympus medical systems corp (omsc) was informed that during a 7 hour liver resection, a "probe damage" error came up on the generator. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for eval. There was a mark in the probe which shows the probe came in contact with the electrode of the grasping section and was abraded. There was also a mark in the electrode which shows the electrode came in contact with the probe and was abraded. The distal end of the ptfe pad was worn away, and a part of ptfe pad was peeled off. When we performed probe check, no abnormality occurred. When we closed the grasping section and checked output, probe damage error did not occur. The device history records for this lot number indicated no abnormalities related to the phenomenon you pointed out. We presume since the physician activated output with grasping hard tissues and twisting hard tissues, wear of the ptfe pad occurred. The instruction manual of the subject device already states; do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, twisting the shaft, or rotating the rotation knob. Otherwise, it may cause the deforming/split/protruding of ptfe pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity. Therefore, we conclude the phenomenon was due to the handling at the facility.